Event description:
Reporter indicated a patient's vns was interrogated and found to be disabled on (B)(6) 2012; a vbat <eos threshold message was received. The vns was reprogrammed back on. Vns diagnostics indicated normal device function after the device was programmed back on. The last vns interrogation occurred in (B)(6) 2011, without issues. The patient had a left breast mastectomy and breast reconstruction surgery on (B)(6) 2012. Although the reporter did not note any use of cautery in the operative reports for the breast surgery, it is highly likely cautery was used as this was a major surgical procedure. Use of electrocautery with demipulse generators can temporarily drain the pulse generator battery and shorten the battery life. The reporter indicated the breast cancer was not related to the vns. Attempts for vns programming history are in progress.

Event description:
All attempts to the reporter for vns programming history have been unsuccessful to date. The available information indicates the most likely cause of the vbat eos disabled condition of the vns generator is due to electrocautery. A mastectomy with breast reconstruction is a major surgical procedure usually requiring at least two surgeons (plastics and general). In addition, breast tissue is highly vascular and requires cautery use to control bleeding. As the left breast was removed and then reconstructed, and the surgical area is immediately superior to the generator area, electrocautery was most likely the cause of the vbat disabled condition (asic latch-up).

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was referred for vns prophylactic generator replacement as the generator was at an intensified follow-up indicator, or ifi, condition. It was noted that the generator was possibly drained due to cautery, which was previously reported in this mfg report. No relevant surgery was known to have occurred. It was reported several years later that the patient was referred for vns replacement surgery as her vns doesn't work. It was later reported that the surgery was canceled with no reason provided. Follow up with the surgeon's office revealed that there was no information in the patient's notes about what was meant by the vns not working. The patient did not show for the pre-op and consent consultation. The surgery was cancelled and postponed per the patient's request. No additional relevant information has been received to date.

Event description:
Follow up with the neurologist indicated by the surgeon's office revealed that the patient had not been seen by the physician since the vns was placed. The physician stated that he was unsure if the vns was turned on. However, the physician stated that the device was near end of service, or neos, about a year ago, so he believed it was likely at end of service, or eos.